Manufacturer narrative:
The patient's weight was not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 year and 8 months. The patient remains on-going on vad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was initially admitted for evaluation and management of symptomatic, acute anemia in the setting of melena. Hemoglobin had decreased from 14.3 g/dl on (B)(6) 2018 to 7.9 g/dl on (B)(6) 2018. The patient required 2 units of packed red blood cells on (B)(6) 2018. Hemoglobin increased to 9.8 g/dl after transfusion on (B)(6) 2018 . Pantoprazole infusion was performed. Hemoccult card from (B)(6) 2018 came back positive. Per gastrointestinal (gi) consult and patient evaluation, esophagogastroduodenoscopy (egd) and colonoscopy were recommended on (B)(6) 2018. The anticoagulants at the time of the event were aspirin, warfarin and persantine. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the patient's gastrointestinal (gi) bleeding event could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.